Event description:
It was reported upon removal of this needle during a renal biopsy procedure, tearing of the pt's dura at the puncture site occurred. Following removal from the pt, a barb was noted on the outer cannula. Other needles were also used during this procedure which resulted in tearing of the dura at the puncture site. Please reference 6000037-2000-00020 for needle used prior and 6000037-2000-00022 for needle used following this device. A fourth device was used to successfully complete the procedure. The pt was hospitalized overnight for observation and has since been discharged. No further complications ensured. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the outer cannula's distal cutting edge was burred. The unit exhibited good functioning during cycle testing. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the srpings under tension until ready to use."